Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were intermittently observed in the infusion tubing. There was no reported adverse impact to the customer related to the reported issue. Reportedly, customer was filling cartridge with cold insulin. Tandem technical support educated the customer that room temperature insulin is recommended when filling cartridge. Reportedly, the customer completed a supply change and continued to use the pump for insulin therapy.